Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the peeling of adhesive on the objective lens was caused by stress of repeated use, external factors or handling of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope had a pinhole in the bending rubber. During evaluation, the following reportable issue was found: the adhesive part of the objective lens has peeled off. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on bending section cover, water tightness was lost; adhesive on the bending section cover was chipped, due to damage on forceps lever, bending section could not be fixed firmly; curved rubber adhesive part was missing, operation part was heavy to operate when the angle was fixed, and the following were scratched: control unit, grip, right left plate, angulation lever, light guide connector, light guide cover glass, right left lever, video connector case, video connector, switch 1, nigiri cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.